Event description:
It was reported that the ilet displayed a blood glucose of 51 mg/dl, after which the patient¿s fiancé administered two chocolate chip cookies and the blood glucose increased to 186 mg/dl within approximately 15 minutes; the event was addressed with troubleshooting and education focused on appropriate treatment of hypoglycemia, and no device alerts or alarms were noted, indicating a user handling issue rather than a device component malfunction. Symptoms included a low blood glucose consistent with hypoglycemia. Outcomes included no reported health consequences or lasting impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem was found, a usage problem was identified, and the medical device problem was characterized as an improper or incorrect procedure or method, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.